Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, four minutes into the procedure, they received a fluid loss alarm (2cc/minute) and the procedure was aborted. Post procedure, it was noted that two small, "quarter" sized ( approximately 2 mm x 1.5 mm), superficial, burns had been sustained on the cervix and within the vagina. Clinical follow up information revealed that leaking was observed at the cervix, cervix was noted to be patulous, dilator size did not exceed 8mm and there was difficulty gaining a seal at the cervix. The burn was treated with silvadene cream and there were no further patient complications reported with this event. The patient's condition is reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
(B)(6). The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.